Event description:
After an implantation period of approximately 86 months, it was reported that the patient received inappropriate shocks due to oversensing. The device including the lead was extracted.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 85 months and 67 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found cut 18cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. An extraction aid was found on the distal lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the insulation was found abraded through 11cm distal to the is-1 connector pin, which most likely resulted from constant friction against the generator housing. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted presumably from the observed lead insulation damages as a result of mechanical stress in the implanted state. The analysis did not reveal any sign of a material or manufacturing problem of these devices.